Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
July 29th, the catheter was placed by the surgeon after the operation. Optical inspection for defects before inserting the catheter. Inflation of the balloon with 5 ml aqua dest. In the evening the patient complains of pain in the lower abdomen. During the sonography it is found that the boy's urinary bladder is full but no urine is draining through the catheter because the catheter fell out. Balloon is empty. The patient had a cystoscopy. He must be sedated so that a new catheter can be inserted. The child is doing well and was able to go home this afternoon, july 30th, as planned. Additional information: the cystoscopy was first then the catheter was inserted to bring the child to the room. In the evening the child complained of pain because the bladder was full. Only then did the nurse see that the catheter had fallen out.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspections. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that the balloons have split upon inflation with the prefilled syringes after insertion into the bladder. Investigation was initiated by reviewing the balloon part of the sample under high magnification lens (dino lite). There was sign of scratch mark observed on the balloon which may propagate and lead to split balloon. The presence of scratch mark may occur due to several reasons such as in contact with sharp object or pointed object during handling that render the balloon to burst. In current standard operating procedure, according to (B)(4) the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per (B)(4) the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, split balloon may have likely happened due to in contact with sharp or pointed surface leaving scratch marks on the balloon surface. This scratch mark may propagate and lead to split balloon. Therefore, this complaint could not be confirmed.

Event description:
On july 29th, the catheter was placed by the surgeon after the operation. Optical inspection for defects before inserting the catheter. Inflation of the balloon with 5 ml aqua dest. In the evening the patient complains of pain in the lower abdomen. During the sonography it is found that the boy's urinary bladder is full but no urine is draining through the catheter because the catheter fell out. Balloon is empty. The patient had a cystoscopy. He must be sedated so that a new catheter can be inserted. The child is doing well and was able to go home this afternoon, july 30th, as planned. Additional information: the cystoscopy was first then the catheter was inserted to bring the child to the room. In the evening the child complained of pain because the bladder was full. Only then did the nurse see that the catheter had fallen out.